Event description:
Boston scientific received information that this recently-implanted cardiac resynchronization therapy-defibrillator (crt-d) exhibited noise on both the rate/sense and shock channels of a competitor's right ventricular (rv) lead. A boston scientific field representative reported that impedance and sensing measurements were acceptable, and the pacing threshold had increased from 1.0 to 1.8 volts. No noise was observed on the right atrial channel, also with a competitor's lead. There was no report of adverse patient effects, and the device remained implanted and in service. A boston scientific technical services consultant (ts) discussed performing isometric exercises and/or pocket manipulation to re-create the noise. It was reported that an x-ray was planned to visually inspect the leads/connections. Ts discussed possible lead problems, including a fracture versus an insulation problem, and the possibility of damaged/missing seal plugs or setscrew issues. A boston scientific field representative subsequently reported that the physician saw the patient but elected to take no additional action due to the patient's current overall health and condition.

Manufacturer narrative:
A boston scientific field representative subsequently reported the device and competitor's lead were explanted and replaced after the lead delivered a high shock impedance measurement due to an insulation breach. There were no adverse patient effects. This report will be updated if additional information is received or if the device is returned for analysis.